Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 5 instances of dim/fading/color spectrum with moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #3 26-apr-2018 device evaluation: in q1 2018, there was 1 instances of dim and discolored displays with moisture found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 18 allegations of a malfunction, 5 pumps were returned to animas and investigated. Of the investigated pumps, 5 were found to be malfunctioning due moisture ingress and a dim and discolored display screen. During investigation for unrelated complaints, there were 5 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 18 malfunction events. A review of the events indicated that the one touch ping model pump experienced a dim/fading/color spectrum with moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 2-72 years of age and between 30 and 140 pounds. Of the reported patients, 9 were male, 9 were female.

Manufacturer narrative:
Follow up #2 30-jan-2018 device evaluation: in q4 2017, there was 1 instance of dim/fading/colorspctrm w/moist failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.